Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheters was attempted for use in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of pancreatic lithiasis on (B)(6) 2025. The spyscope was not being recognized by the console during the test period, even after multiple attempts to reconnect. The procedure was not able to be completed, because the account did not have another spyscope available, therefore the procedure was postponed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: during product analysis, a live image was seen upon insertion of the device. Visual inspection and x-ray inspection noted no signs of damage to the distal tip that could cause image issues. Additionally, functional testing in the form of articulation did not cause image to be disrupted. The reported complaint regarding visualization was not confirmed. A live image was seen upon insertion of the device and no issues with device functionality were observed. Based on all gathered information, the probable cause selected is no problem detected, which indicates.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheters was attempted for use in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of pancreatic lithiasis on (B)(6) 2025. The spyscope was not being recognized by the console during the test period, even after multiple attempts to reconnect. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.